Manufacturer narrative:
This report is submitted on june 11, 2024.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient was placed on a 1 week course of oral antibiotics (specific date not reported) and IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.